Manufacturer narrative:
No lot number was provided. Therefore, the manufacture date is unk. Sorin group (B)(4) manufactures the disposable mounting pads. The pads are used with the s3 level sensor, 510(k) number k955152. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group USA received a complaint reporting two occasions where, when the blood level dropped below the level sensor, the sensor was triggered, but no alarm was produced and the erc was not activated. There was no report of pt involvement. It was reported that the function of the sensor was tested for functionality prior to the second occurrence and no problems were found. Two while level sensor pads were returned to sorin group USA for eval. Visual inspection did not find any defects in the mounting pads. The investigation noted that the returned mounting pads were no longer sticky enough to be viable for performance testing. Rep mounting pads were pulled from inventory for simulated use/performance testing. Testing did not duplicate the reported problem. The pads functioned properly, stopping the pump when the level reached the center of the pads. No problem was detected. Add'l info will be forwarded in a f/u report.

Event description:
Sorin group USA received a complaint reporting two occasions where, when the blood level dropped below the level sensor, the sensor was triggered but no alarm was produced and the erc was not activated. There was no report of pt involvement.